Event description:
It was reported that while the pt was riding in a car, the pt's stimulation turned off. The pt reported that this was the first time this had occurred. The pt was "in extreme pain," following the event, with no stimulation. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)